Event description:
The manufacturer received information alleging a trilogy evo ventilator service required alarm occurred indicating the detachable battery was not charging. There was no harm or injury reported. The device was returned to the manufacturer's service center where evaluation confirmed the issue. The system printed circuit assembly was replaced to address the issue. As a preventative measure, the detachable battery was also replaced.

Manufacturer narrative:
The product investigation lab (pil) received a trilogy evo system printed circuit board assembly (pcba) with the allegation of unable to charge the detachable battery. Pil installed the trilogy evo system pca on the trilogy evo stb, removed ac power and ran therapy on detachable battery power until the detachable battery was at approximately 46% capacity. Pil then removed the detachable battery and ran therapy on internal battery power until the internal battery was at approximately 67% capacity. Pil then applied ac power, installed the detachable battery and charged both batteries to approximately 100% capacity without issue, e-59 did not reoccur. Pil concluded that the system pca operates as designed.